Event description:
It was reported that while using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, an unspecified number of tubes are clotting on the customer's instrument.

Manufacturer narrative:
The manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary material #: 368774 lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, an unspecified number of tubes are clotting on the customer's instrument.